Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "pain in the edges of the implant" and "pain is towards the bottom of the implants near the armpit area." Device evaluation: visual analysis of the returned device identified: extended opening, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: extended striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Visual analysis reported: flat creases.

Event description:
Patient reported right side "pain in the edges of the implant¿ and ¿is towards the bottom of the implants near the armpit area.¿ healthcare professional additionally reported "rupture, discomfort, pain, deformity, the implant moves when the patient moves, makes a sucking noise," and "capsular contraction," baker grade unknown. Device has been explanted.